Event description:
The manufacturer received info alleging a ventilator's display screen was broken. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd display was replaced to address this issue.